Manufacturer narrative:
This report is submitted on september 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced healing issues and a (B)(6) infection at the incision site. Subsequently the patient was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
This report is filed on december 18, 2018. (B)(4).

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the electrode array remains in situ. This report is filed on november 7, 2018.